Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure in 2009 (exact date unknown). According to the complainant, post-procedure, the patient presented with complications (date/s and specifics unknown). According to the physician's office, the patient returned to the physician for a post-operative appointment on (B)(6) 2009, where no issues were noted. There has been no further contact from the patient since that appointment. All other information, including the patient's current condition, is unknown and reportedly unavailable.